Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (bleeding and death) could not be conclusively determined through this investigation. The reported drop in pump flow could not be conclusively determined as no log files from the time of the event were submitted by the account for evaluation and no product was returned for investigation. The heartmate 3 left ventricular assist system instructions for use, rev. C, is contains the following information: section 1 lists bleeding and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Speed, power, flow, and pulsatility are also outlined in this section. Section 4 describes the pump flow display and the hazard alarms. The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7 describes the actions to take in the event of a low flow alarm. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient was presented to the hospital in a ventricular tachycardia storm and was placed on ECMO. The patient had a history significant for becker muscular dystrophy, atrial fibrillation, hypertension, diagnosed etiology of dilated cardiomyopathy with an ejection fraction of 10%. The surgeon stated that preoperative plan was to evaluate for potential clots before proceeding with the planned left ventricular assist device (lvad) and right ventricular assist device (rvad) procedure. The heartmate 3 (hm3) pump was primed and implanted without issues. The hm3 pump was not immediately initiated after implantation. The surgeon then placed the rvad centrimag (cmag) which was initiated at 4,000 rotations per minute (rpm). Rvad cmag circuit showed no flow despite speed at 4,000 rpm. The surgeon requested a new rvad cmag pump and the circuit was replaced. The rvad cmag was turned on at 4,000 rpm with 3 liters per minute (lpm) of flow on screen visualized. The clinician observed rvad was on and running at 4,000 rpm prior to lvad initiation for approximately 10 minutes. The hm3 lvad was initiated at 3,000 rpm and was increased to 4,000 rpm within 1 minute. The speed was then increased to 5,000 rpm with 1-1.5 lpm of flow for a few minutes, then 0 lpm of flow was seen on the monitor screen. The surgeon inquired to the clinician discussed utilizing an echocardiogram to visualize a 4 chamber view of the heart but it was not utilized at that time. It was observed that about 600ml of frank blood exited from the patient's endotracheal tube. The surgeon left the operating room to discuss with family and it was decided to turn off the lvad and rvad. It was later reported that the patient's cause of death was determined to be pulmonary hemorrhage.